Event description:
On (B)(6) 2018, customer reported their normal readings are 120-130, however, the meter's results were 300-400 in the last week or so. About 15 strips were giving these results. Strips were just opened last month.